Manufacturer narrative:
The analyzer serial number is (B)(6) . The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas integra 400 plus compared to an abbott analyzer. The initial hcg result was 3.02 miu/ml with flag. The sample was repeated on an abbott analyzer and the result was 1799 miu/ml. The sample was repeated on the integra 400 plus analyzer and the result was 1892 miu/ml with flag.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.